Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with the device. There were no patient complications reported and the patient status was in good condition.